Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruise and "vascular" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volift¿ with lidocaine in the lips. On the same day, the patient developed a bruise as the angle of the mouth at the lips. The healthcare professional thought it was vascular and treated the patient with hyalase. The bruise spread over the entire marionette area. Patient was also treated with disperzyme and thrombophob. Symptoms are ongoing.